Event description:
Customer reported to beckman coulter, inc. (Bec) that cuvette failed water blank when they were running correlation and quality control on the synchron lx 20 clinical chemistry system. Customer reported that the wash vacuum probe was bent and broken. Customer reported that there were two broken cuvettes. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the wash tower probes. The fse cleaned all dirty cuvettes. The fse did not observe water blank errors after the repair. The fse verified the repair was performed per established procedures.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).